Event description:
A malfunction on the pump was reported after it slipped off the customer's waistband and hit the floor. There was no adverse impact to the customer¿s blood glucose level. The customer opted for mdi as backup therapy and received a replacement pump with updated software from tandem technical support. Cts provided instructions for storing the old pump and returning it via ups, which the customer understood and acknowledged.